Event description:
It was reported that the pt presented at the hcp office and stated that the device "quit abruptly". The hcp tried different antennas with no improvement. Fluoroscopy was done and the decision to explant was made. The pt had a history of breakage, and it was reported that the receiver and leads were broken.

Manufacturer narrative:
(B)(4). Analysis of the receiver with extensions found a breached depression on the outlet insulation of circuit 5, 21 cm from the proximal end. Continuity was acceptable. The distal end was not returned. The receiver was within spec. Analysis of the lead found three conductor wires broke. Three wire broke 20.4 cm from the distal end. The outer insulation was pinched 20.6 cm from the distal end. No analysis was performed on the other lead as the product was missing.